Manufacturer narrative:
Other: release crossbar.

Event description:
It was reported by svc report that the red crossbar on the head section was bent. No pt involvement or adverse consequences are reported.